Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he has had high and low blood glucose and the display screen is sometimes blank. Customer does not recall any significant events leading to the error. Customer's blood glucose has been between 43 mg/dl to 57 mg/dl and then went up to 500 mg/dl at the time of incident. Customer indicated that his doctor informed him that he should have a new pump. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.